Event description:
According to the surgeon, patient presented at office (B)(6) 2014 with implant loss. Patient reports that prior week the implant was loose and the following day (exact date unknown), the implant and abutment extruded. No pain or infection was present.

Manufacturer narrative:
Based on initial info (B)(4) 2014, the complaint was not considered MDR reportable. Upon receipt of add'l info (B)(4) 2014 the MDR decision was revised. Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.